Manufacturer narrative:
Batch review performed on 05 dec 2025. Lot 19105s: (B)(4) items manufactured and released on 15-nov-2025. Expiration date: 2026-mar-24. No anomalies found related to the problem. Patient match planning review spine. Our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly. We have reproduced the guide of l02 with its bone model, in order to check the fitting again. We can confirm the stability and conformity of the guide. Investigation performed by r&d project manager. The l02 guide and l02 bone models have been reprinted to evaluate the fitting. The guide perfectly docked on the bone model, and the tubes&size39; trajectories are aligned with the planning validated by the surgeon. Root cause:while a definitive root cause could not be established, the investigation did not identify any deviations or anomalies in the device used, the planning protocol, or the manufacturing of the patient-specific guides. The incident is potentially attributable to intraoperative variables, such as suboptimal guide placement or bone preparation, or anatomical variations of the bone structure that may have arisen between the preoperative CT acquisition and the surgical procedure.

Event description:
During primary spine surgery, the surgeon securely docked the l2 spine guide, but when implanting the pedicle screw, it breached the pedicle. It is unknown why this occurred. The surgeon removed the screw and adjusted the trajectory for implantation to complete the case. There was a 10-minute delay, and the case was completed successfully.